Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. The procedure was completedd with another handpiece. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. The fracture site did not immediately indicate a specific cause for the failure. Testing and disassembly of the device did not reveal any further anomalies or defects. We apologize for the slight delay in filing this report. There was an it issue with the computer of a remote employee just prior to the weekend. Waiting to file at the main office on monday delayed the reporting.